Event description:
Report received from the USA stating that the device had a high pitched noise. The device was being used during surgery. No injuries occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "noise" was confirmed. During the pre-repair diagnostic assessment, the device was found to be loud. If additional information becomes available, a supplemental report will be sent. (B)(4).